Event description:
A facility representative reported that, during an intraocular lens (iol) implant procedure, the lense did not deploy. The procedure was completed with another lens during initial procedure. The patient contact was noted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).